Event description:
Country of complaint: (B)(6). The drc needles are turning back inside the jaw of the needle holder. Furthermore it happened several times, that the thread ripped.

Manufacturer narrative:
Us reporting agent notified:(B)(6) 2014. Complaint description: the drc needles are turning back inside the jaw of the needle holder. Two additional surgeries had to be executed as a result of the reported malfunction. Samples received from customer: none. Samples evaluated: 1 box from OEM stock (36 race-packs). Analysis and results: there are no previous complaints of this code batch. There are (B)(6) units total in OEM stock. OEM tested the needles under the microscope and no defects have been reported. Tested units correspond to specifications; no traces of oil, dirt, or foreign contamination were observed during the test. The OEM tested the knot pull tensile strength of the in stock samples, and the results conform to requirements. The manufacturing batch record has been reviewed, and the recorded process conforms to requirements. Final conclusion: the complaint is not corresponding (not justified).